Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "after removal from patient, while on stand by. High removed and switched for bipap. While on bipap it was noticed that the circuit had melted. It appears the heater was left on. Unknown if the flow was still on or off". No patient harm or injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "after removal from patient, while on stand by. High removed and switched for bipap. While on bipap it was noticed that the circuit had melted. It appears the heater was left on. Unknown if the flow was still on or off". No patient harm or injury reported. The condition of the patient is reported as "fine".